Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when he took the adc meter out of the carrying case there were burn spots and underneath the touchscreen was burned. Customer further mentioned using his adc meter for years. There was no report of death, serious injury or mistreatment associated with this event.